Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. (B)(4). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smart touch sf bidirectional catheter (stsf) and suffered complete heart block requiring pacemaker implantation. After mapping, the stsf catheter was placed in the left ventricle. As soon as pacing started, the patient was reported in complete heart block. A temporary pacemaker was implanted. Patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Initially, the patient stayed overnight and a temporary pacemaker was implanted. On post-procedure day 1, the heart block did not resolve, and a permanent pacemaker system was implanted. The patient remained a total of 2 days in the hospital and was then discharged. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The physician did not blame any biosense webster inc. (Bwi) product and attributes the causality of the adverse event to an abnormal conduction system. Patient¿s relevant history included cardiomyopathy, secondary to myocardial infraction, and ejection fraction of approximately 25%.